Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the tia was not confirmed device-related. The issue of tremor control has not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had a transient ischemic attack (tia) and intermittent tremor breakthrough and wonders if it's device related. No diagnostics/troubleshooting done. Patient is traveling out of state. Interventions/actions included being provided contact info of a neurologist while they are traveling. The issue is not yet resolved.